Event description:
It was reported that during a catheter dye study (date and result not reported), the catheter could not be aspirated. Multiple attempts to obtain additional information regarding this event have been unsuccessful.